Event description:
Information was received indicating that a upon opening of smiths medical cadd legacy pump "high occlusion" was noted. No adverse events were reported.

Manufacturer narrative:
Device evaluation summary: once cadd solis hpca pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had scratched screen. The functional testing included pressure testing. The device was tested 3 times for pressure, all 3 test were out of specification. The problem source was identified as downstream sensor. The reported issue of occlusion was confirmed. The reported issue was able to be duplicated.